Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo o2 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step. The device's system board, oxygen blending module assembly, oxygen blending module harness, machine flow sensor, blower assembly and active exhalation control valve were replaced to address the issues.